Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored, and the battery cap contacts were out of specification. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. The battery cap contacts were found to be out of specification. The battery cap threads were observed to be damaged. Unrelated to the display and battery cap issues, investigation revealed that the battery compartment is cracked. (B)(6).